Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of what the circumstances were that led to the fall affecting the device the patient reported that they tripped and fell on the cement, they hit their head, eye, shoulder and back and the device hasn't worked since. In response to the inquiry of what steps had been taken to resolve the fall affecting the device and if it had been resolved, the patient replied that their health care physician (hcp) was going to take it out and noted that they were not going to replace it. The patient stated that it ¿worked good,¿ until they fell and that they would like to try it again, they also stated ¿help.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell on her right side where they implanted the device and hit her head on cement and then she started peeing every 3-5 minutes at night and wets through her clothes in bed and has never done that in her life. Patient has an appointment scheduled to see her managing healthcare provider on friday. No further patient complications are anticipated or expected as a result of this event. Additional information was received from the consumer. The hcp is going to remove the device, it never worked after the fall, it's not charging. The hcp does not want it to replace, just remove it in (B)(6) 2020. No further complications were reported.